Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart and a cold reset was performed alarm. Customer¿s blood glucose level was 320 mg/dl. Customer was able to clear the alarm and was not able to complete rewind. The alarmed again after inserting a new battery. The customer was also advised that the insulin pump needed to be replaced and to monitor the insulin pump and that the customer may continue to wear the pump until replacement arrived. The device will be returned for analysis.